Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a knob was defective. The turbine pressure knob on the rotablator console was noted to continue turning past the maximum setting. Additionally, difficulty was encountered attempting to increase the rotational speed due to the difficulties with the knob. No patient complications were reported. Additional information has been requested and is not available.

Event description:
It was additionally reported that the event occurred during preparation for a procedure. The patient was on the table, however the procedure was completed with another console. The target lesion was located in the left anterior descending artery, and patient status was listed as good.